Manufacturer narrative:
There was no contact phone number provided. The manufacturing location was unknown. The serial number was unknown. Therefore, device manufacture date is unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
(B)(4) device manufacture date: the device manufacture date was documented as unknown in the initial report. The device manufacture date has been updated as mar 11, 2013. Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the fuse was not functioning. Therefore, the reported condition was duplicated and confirmed. The assignable root cause was determined to be due to normal wear. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the battery device was unusable. According to the report, the red display light lit up when charging the battery device. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.